Manufacturer narrative:
Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to verify a33 alarm due to morot error alarm. Minor scratched display window, cracked reservoir tube lip, crack reservoir tube noted.

Event description:
The customer reported receiving an alarm on the insulin pump and insulin squirting out. The blood glucose was 270 mg/dl. The customer stated that a corner hit the tubing of the device. Upon inspection the customer noticed that the drive support cap was protruded. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.